Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bellows was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.